Manufacturer narrative:
Additional information: h6, h11. H11: a companion sample was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set effluent circuit had a blood-tinged coloration. Inspection of the companion sample did not identify any product abnormality that could have contributed to the reported condition. The set was loaded and primed on a prismax control unit and both related tests passed. An alarm was triggered during the priming phase which prevented the investigation of the reported defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with two (2) prismaflex st150 sets and a prismax machine, "the filter presented a rupture of membranes with passage of blood to the effluent". The machine did not alarm. The treatments were discontinued and the device was replaced two times without the extracorporeal blood being returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.